Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Also noted during the explant was a large proximal conduit aneurysm against the back of the sternum which was removed during the replacement procedure. (B)(4).

Manufacturer narrative:
No product has been returned. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Event description:
Medtronic received information that 42 months post implant of this pulmonary bioprosthetic valved conduit in a pediatric patient, the device was explanted and replaced due to distal conduit stenosis, calcification, and non-mobile leaflets. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the available information, no true root cause for the reported issue could be determined. (B)(4).